Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat bleeding performed on (B)(6) 2025. During the procedure, the physician tested the device by deploying the band and inserted the scope into the patient. Upon inserting the scope down the patient, it was noticed that the bands had crossed over each other. The physician was unable to use the device and had to remove the scope and attached a new speedband. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.